Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there are false positives. "

Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed as a failure of bd product because of the lack of information. The root cause is unknown. If additional information is received in the future, this complaint will be re-opened and re-investigated. The spare part device history record from manufacturing was reviewed and the part met all acceptance criteria prior to release. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that there are false positives. "